Event description:
It was reported that the 8800 system had a precharger failure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the charger adjusted during the service call. The system was tested and found to be working as intended and put back into service.